Event description:
It was reported that noise was observed on the ventricular lead. As a result, inappropriate shocks were delivered. The lead impedance was within normal limits and isometrics did not provoke any noise on the lead. The lead was capped.

Manufacturer narrative:
No medwatch form was received.